Manufacturer narrative:
Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the luer extension tube separating from the handle.

Event description:
It was reported during a (B)(4) study, the cool path duo catheter was used to perform a pulmonary vein isolation procedure. After 2 hours, it was noted the catheter tip was not cooling enough to allow the stockert generator to apply rf due to safety settings on the generator. The catheter was inspected and the irrigation tubing attached to the proximal end of the handle had broken off, which prevented irrigation to the tip of the catheter. The catheter was replaced and the ablation procedure continued with no consequences to the patient.